Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was experiencing high blood glucose. The reported blood glucose reading was 323 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. The customer stated that the insulin pump did not alarm no delivery. A tubing clamp was not available to perform the high pressure test. Nothing further was reported.